Event description:
Additional information was received on 05-aug-2016 from a healthcare professional via a product surveillance registry and it was reported that the device diagnosis related to the clinical diagnosis of withdrawal symptoms was catheter occlusion.

Event description:
Additional information was received from a healthcare provider via product surveillance registry (psr). There were no concomitant medications listed on the medication log. The patient's pertinent medical history was pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n126735002, implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a physician via product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen 60 mcg/ml (dose 18.744 mcg/day), dilaudid 24 mg/ml (dose 7.498 mg/day), clonidine 300 mcg/ml (dose 93.72 mcg/day) and prialt 3 mcg/ml (dose 0.9372 mcg/day) in simple continuous mode via an implanted pump. The baclofen lot number was unknown. Indications for use were non-malignant pain, other non-malignant pain, and other chronic/intractable pain (trunk/limbs). On (B)(6) 2013 a bridge bolus was performed and prialt was removed. On (B)(6) 2013, the patient reported withdrawal-like symptoms and poor pain coverage a week before pump refill date. The device diagnosis was pump unable to enter/withdraw from catheter access port and the clinical diagnosis was poor analgesia. The programming date from the most recent refill prior to the event was (B)(6) 2013. The entire system was explanted/replaced on (B)(6) 2013 and the device was to be returned to the manufacturer. The event resulted in an unscheduled clinic or office visit. Diagnostics included a catheter access port (cap) contrast study on (B)(6) 2016 and they were unable to aspirate from the access port. Fluoroscopy on (B)(6) 2016 also showed catheter migration to t12. The event was possibly related to the device or therapy and possibly related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.